Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 180-181 mg/dl. The issue was resolved by the time of the call by replacing cartridge and infusion set therefore no troubleshooting could be performed.